Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power up) was isolated to a damaged power cord. The root cause for the damaged power supply connector was unable to be identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.